Event description:
It was reported that pump display was unresponsive. There was no reported impact to the customer's blood glucose level. Customer attempted a pump reset, but the issue persisted. Customer reverted to using a backup therapy of multiple daily injections (mdi) to ensure continuous insulin delivery.

Manufacturer narrative:
Correction: removed code a0902, added code a150105.